Manufacturer narrative:
Conclusion code: per dfu of this lens model, vticmos are contraindicated to be implanted into a keratoconus eye. Device evaluation-lens was returned dry in a small centrifuge vial. Lens had clear surgical residue/debris on it. Visual inspection found haptic deformed. Appears lens was damaged during handling. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -13.5/2.0/090 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The surgeon noted "vault reduced very well with exchanging of 12.6 mm lens. Patient is extremely happy" on (B)(6) 2017 which was the patient's last visit.